Event description:
Patient reported the device being more "audible" during priming than normal and that she observed insulin in the cartridge chamber. Patient did not report any physiological effects.